Event description:
Pt had a minerva ablation, d&c, and hysteroscopy procedure. During the minerva ablation when the device was activated, pt had an unexpected spasm all over her body. Minerva procedure stopped and device removed and new minerva device opened and md proceeded with procedure without incident. Minerva device lot number 20a30-02, ref min9770, exp: 01/31/2021. Device sent to central processing. (B)(6), minerva representative arrived to room after incident occured and notified her supervisor of incident also. No new recommendations given. After procedure pt's skin checked all over for any signs of burns and none noted. FDA safety report ID# (B)(4).